Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. No motor error alarm noted. The insulin pump was received with cracked case on lcd display window corners, cracked reservoir tube and scratched lcd window. Drive support disk was inspected and no anomalies noted.

Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus delivery. The blood glucose reading was 304mg/dl. Troubleshooting was performed, and the self test passed. The caller stated that the drive support cap was flush. Assisted the caller to run a manual prime test and the device did not alarm. The daughter stated that the insulin pump stopped functioning, which have caused the customer to visit the emergency room before boarding the airplane. Advised the caller to disconnect the insulin pump and revert to back up plan. No further information was provided.